Manufacturer narrative:
Of note, this supplemental MDR is being issued as the evaluation conclusion code has been updated. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual rise in shock impedance over the last two years to an out-of-range value of 126 ohms. Technical services reviewed device data and mentioned no other diagnostics have changed significantly. Electrogram (egm) channels in events and presenting egm are clean/artefact free. Technical services explained such observations of gradual impedance rise over time can be contributed to patient factors which contribute to calcification or mineralization on the coil and/or lead/tip tissue interface. Considerations would be to adjust the shock impedance limit up to 150 ohms and continue routine follow-up. No adverse patient effects were reported. This product remains in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual rise in shock impedance over the last two years to an out-of-range value of 126 ohms. Technical services reviewed device data and mentioned no other diagnostics have changed significantly. Electrogram (egm) channels in events and presenting egm are clean/artefact free. Technical services explained such observations of gradual impedance rise over time can be contributed to patient factors which contribute to calcification or mineralization on the coil and/or lead/tip tissue interface. Considerations would be to adjust the shock impedance limit up to 150 ohms and continue routine follow-up. No adverse patient effects were reported. This product remains in service.